Event description:
A customer contacted baxter's technical service center regarding a check lines & bags alarm that appeared on the homechoice (hc) display during prime. The technical service representative (tsr) explained the alarm. The home patient (hp) saw the problem. The nurse that tried to set up early used the old cassette with new style bags. The hp would call the nurse back to fix the problem. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem has been confirmed to be a use error based on the patient's statement. Specifically, they stated that the rn used old cassette with new style bags. The root cause is use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample availability and lot number are unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.